Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Additional contact: dr. (B)(6), email address: (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted to treat a benign stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient was scheduled for a planned stent removal on (B)(6) 2018. According to the complainant, during stent removal, the stent was stuck inside the patient and was difficult to remove. Using a rat tooth forceps, the physician was able to successfully withdraw the stent from the patient in one piece but it was noted that stent wires were broken in the middle of the stent. Bleeding was noted along the bile duct. A new wallflex biliary fully covered rmv stent was implanted to stop the bleeding and the procedure was completed. The second stent will be removed at a later date.

Manufacturer narrative:
A deployed wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was deformed. The stent cover was missing in some sections of the stent. The stent was occluded by tissue ingrown inside of it which could have damaged the stent cover. The retrieval loop was not returned and the stent wires were found broken. No other issues with the stent were noted. The noted damages of the returned device were potentially a result of the resistance encountered during withdrawal of the device from the patient. The investigation concluded that the observed failures and the reported event were likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted to treat a benign stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient was scheduled for a planned stent removal on (B)(6) 2018. According to the complainant, during stent removal, the stent was stuck inside the patient and was difficult to remove. Using a rat tooth forceps, the physician was able to successfully withdraw the stent from the patient in one piece but it was noted that stent wires were broken in the middle of the stent. Bleeding was noted along the bile duct. A new wallflex biliary fully covered rmv stent was implanted to stop the bleeding and the procedure was completed. The second stent will be removed at a later date.